Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported phenomenon was caused by the application of external forces, such as impacting or pulling the site, during transport, storage, use, cleaning, etc. It was presumed that the reported phenomenon was due to users handling. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation of the device found a deep cut on the probe unit pink rubber. The c-body (control body) forceps cover was observed to be missing. In addition, leak was observed from the c-body light guide cover. The control knob was observed with low tensions and was found loose. Investigation is ongoing, therefore the root cause of the reported phenomenon cannot be determined at this time. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
It was reported that the device was found with broken bending knob cover (broken crystals creating linear lines), broken ultrasound cable. The reported issue was found during an unknown procedure. There were no further details provided regarding the reported event. No patient harm reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, olympus has concluded that the damage to the ultrasonic acoustic lens was most likely caused by mishandling through the application of external forces, such as impacting or pulling the site, during transport, storage, use, cleaning, etc. Additionally, the lack of glue in the control body forceps lid was most likely caused by mishandling through the application of external forces such as immobilization or vigorous rubbing of the site during transport, storage, use, cleaning, etc. The instructions for use state the following which can prevent the event, "important information ¿ please read before use: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Event description:
The customer confirmed the problem was first noticed during reprocessing. The type of procedure being performed was a therapeutic endoscopic ultrasound (eus) procedure. There were no other devices involved in the event, no other devices replaced during the procedure and no delay in the procedure. The intended procedure was completed with the same device. There was no patient injury, infection or medical intervention associated with this event. The device was inspected before use and no abnormalities noted.